Event description:
It was reported the left ventricular lead that is plugged into the right ventricular port shows over sensing and noise. Sensitivity has been reprogrammed to help with the over sensing. The lead remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported the left ventricular lead that is plugged into the right ventricular port shows over sensing and noise. It was further reported that far field r-waves were being detected which was most likely an atrial lead issue. Changes to both the atrial and left ventricular lead's programming were made which seemed to eliminate issues. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.